Event description:
An ipp device was implanted on 12/10/87. Info received on 5/19/97 indicates a revision surgery was performed in 2/96, day and reason not provided. It is certain which, if any, components were revised. Unable to obtain additional info.